Event description:
Reference number (B)(4). Event country in canada. It was reported that the patient experienced blockage at the site due to infusion set cannula was bent upon removal and the event occurred on (B)(6) 2026. No further information available.